Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial/batch : (B)(6). Product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 21660365. Product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 21660365.

Event description:
It was reported that this spinal cord stimulation (scs) devices were replaced due to an unknown reason within a short period since their implant. Additional information was requested. However, no further details were obtained. The patient is doing well post operatively. The sales representative successfully re-established the patient's therapy, satisfactorily covering the pain, therefore the patient is pleased, no stimulation issues or high impedance were reported. Electrocautery was not used. The patient is not a high frequency user.